Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor homes witch. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times during the rewind sequence. Customer indicated that their blood glucose was normal. No further information was provided.